Event description:
Reporting rationale: serious injury - disability. Reporting status: stent implanted in unintended site. Device issue: stent dislodgement. It was reported that the procedure was to treat a calcified lesion in the mid rca, with heavy tortuosity. During the crossing attempt, the stent became dislodged in the ostium of the rca. The minivision balloon was manipulated back into the stent and the stent was deployed at that location. The case was abandoned at the time. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Stent dislodgement can be affected by numerous factors including, but not limited to, extreme tortuosity or lesion resistance, interaction of the stent with accessory device, excessive force needed to retract undeployed stent into guiding catheter, or improper or inadequate crimping at the time of manufacturing. In this case the tortuous and calcified anatomy was likely a contributing factor; however, a conclusive root cause for the stent dislodgement cannot be determined. Additionally, it is stated in the IFU to remove the guiding catheter and sds as a single unit if any resistance is felt at any time during lesion access.